Event description:
Received email, customer says the mold is coming off device. Advised customer to reboil. If not working, then call customer service.

Manufacturer narrative:
This event occurred in (B)(6). No additional information is given by the consumer. No lot code was given, no product was returned for investigation. Consumer did not report any type of injury. This incident is being reported as a separation type of malfunction that could possibly lean to serious injury. The consumer cannot choke on the device because the configuration of the material will not lead to sealing off the airways. However, if a separated part of the device passes beyond the pharyngeal arch, medical intervention may be necessary to retrieve the material.